Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.5 firm device could not be reviewed.

Event description:
Pt was a (B)(6) female with right internal carotid artery (ica) occlusion. Physician made two passes with a merci retriever v 2.5 firm for the occlusion. Pt had a thrombolysis in cerebral infarction (tici) score of 2a after treatment. Hemorrhage at right middle cerebral artery (mca) was confirmed on a post-operative CT scan. Tissue plasminogen activator (t-pa) was not administered during the case. Medical intervention was no performed as the hemorrhage did not seem to worsen. The pt retained consciousness and was wheelchair bound as of (B)(6), 2011. Physician stated that the pt had bleeding from the infarcted area preoperatively. Physician also stated that it is possible that the use of merci retriever resulted in hemorrhage from perforator(s).